Manufacturer narrative:
Unit passed displacement test and self-test. Unit successfully downloads to thump. No pump error 63 noted during testing. However, confirmed pump error 63 variable 15 (line number 147 file number 2017) in the pump history download on (B)(6) 2021 14:51:24.000 due to moisture damage to the pcb1 board and pcb2 board as per global logic analysis esf3730112. Found moisture damage to motor assembly, pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, and battery tube case cracked. The p-cap/reservoir does lock properly. Confirmed pump error 63 in the pump history download due to moisture damage to the pcb1 board and pcb2 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and were able to rewind the pump. Customer reported that fill cannula was not recorded in daily history. No harm was required during medical intervention. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.